Manufacturer narrative:
Event date is approximate. Toothbrush model, catalog number, manufacturing number or serial numbers were not provided. The complaint was received from a consumer in (B)(6). Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that their sonicare power toothbrush exploded during use. No injury or property damage was reported.